Manufacturer narrative:
The device was returned to olympus. A follow-up is in progress to obtain additional information regarding the event. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
It was reported, during preparation for use, prior to sedation, the camera head presented an image with storybooks in the corner when plugged in. Additionally, an e224 error code was displayed. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device was returned to olympus for inspection, and the customer reported issue was confirmed due to a faulty cable. Device history records (DHR) review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, during preparation for use, prior to sedation, the camera head presented an image with storybooks in the corner when plugged in. Additionally, an e224 error code was displayed. There were no reports of patient harm associated with the event.